Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remained in the patient. There was no reported product deficiency. Restenosis, neurological deficit/dysfunction and visual disturbances are listed in the product instruction for use as known potential adverse effects associated with the use of the product. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported via a trial that 26 months after the implantation of the xact stent in the right internal carotid artery, the patient experienced a brief episode of amaurosis fugax lasting 15 seconds. The event resolved without treatment; however, carotid ultrasound showed less than 50% stenosis. There was no additional information.